Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found.

Event description:
It was reported that the device reported high thresholds on the right ventricular (rv) lead. External lead analyzer testing resulted in low rv lead thresholds. There was rv oversensing during right atrial (ra) pacing. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.